Manufacturer narrative:
The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing threshold measurements along with high out of range pacing impedance measurements. There was a concern the lead had fractured. The pocket was opened and the rate/sense portion of the lead was surgically abandoned and replaced. The patient also received a new cardiac resynchronization therapy defibrillator (crt-d) due to routine change out. One day after the procedure, high out of range shock impedance measurements were noted. The vector was reprogrammed to distal coil to can which yielded acceptable measurements. No additional adverse patient effects were reported.